Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise on the shocking channel. Several episodes were inappropriately declared as a result of the noise and pacing inhibition was confirmed. Techniques to reproduce the noise were unsuccessful. A guidant technical services (ts) consultant discussed the possiblity that the leads were reversed in the header. Additional information was provided that the local guidant sales representative confirmed that the physician did perform a pocket revision. The leads were not reveresed in the header. A guidant technical services (ts) consultant recommended replacing the device given this additional information. This crt-d was also on the advisory notification list regarding this model/device.